Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9730959) was impeded in the distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown) could not pass through. This resulted in removal of both devices and replacement with products from other brands to complete the surgery. The procedure was prolonged by approximately 10 minutes. There was no reported patient consequences or clinical symptoms.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9730959) was impeded in the distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown) could not pass through. This resulted in removal of both devices and replacement with products from other brands to complete the surgery. The procedure was prolonged by approximately 10 minutes. There was no reported patient consequences or clinical symptoms. Additional event information received on 22-dec-2025 indicated that no torque was used. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the enterprise system was found stuck inside the concomitant microcatheter. The enterprise was attempted to be retrieved from the concomitant microcatheter; however, high resistance was met. The system was inspected under x-ray imaging, and no damages were identified; however, dried blood residues were found occluding the inner lumen of the concomitant microcatheter, increasing the resistance between enterprise system and microcatheter. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing; however, complaint can be confirmed based on the high resistance met while attempting to retract the enterprise system through the microcatheter. The dried blood suggests that the flush was insufficient leading to the high resistance. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.